Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing radiating pain.